Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the tips of the drivers are twisted. A portion of the tip of one of the cannulated drivers was cracked, with no portions of the device missing. Device history record (DHR) was reviewed and no discrepancies were found. The drivers met print specifications where measured. Investigation results concluded that the reported event is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective actions, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Quantity (B)(6). This is report is number 2 of 2 mdrs filed for the same event (reference 0001825034 - 2017 - 00588/00731).

Event description:
It was reported that during the procedure, the cannulated and the solid screwdrivers twisted at the torque tip. There was no harm to the patient and no delay in the procedure. A replacement was available to complete the procedure.